Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the advanced log review type for the synchroseal instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) pmi. The following additional information was provided: logs show that the first synchroseal instrument lot# l12230803-0051 was used for 20 minutes and had 12 seal and 41 transect events with no errors. The second instrument lot# l11230126-0176 was used for about 5 minutes and had 11 seal and 10 transect events with no errors. Logs show a couple of errors related to erbe and e-100 that do not seem related to the complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the synchroseal instrument jaws would not open properly. Tissue became stuck in the jaws, the instrument was removed and the tips were inspected and cleaned. Once the instrument was re-inserted the issue persisted. An error message did occur on the system during use. There was no damage to the targeted tissue, and no further intervention was required. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the synchroseal instrument associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test, and was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.